Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.